Manufacturer narrative:
This facility did not return a sample for evaluation nor provide a lot number. Without a log number controlled/non-released inventory samples from the same lot cannot be evaluated. Based on the info provided, the needlestick most likely occurred due to improper procedure during the use of the device. Co was unable to conform to expected performance had occurred. It was reported that the hospital contact tried other product that they thought were from the same lot and all devices clicked. The clinician involved in this incident has been inserviced on the use of the product.

Event description:
The facility contact reports: a baby was crying during the venipuncture and the end user was not certain if they "heard the click" which is an indicator that the device is locked. The clinician sustained a needlestick. This clinician was inserviced on the use of the product. The reporter did not have the info on how the site was cleansed but she thinks it was with betadine or water and a band-aid was applied. Baseline titres for hiv and hepatitis were drawn at employee health as part of the hosp's protocol. The sample was discarded.